Event description:
It was reported that the patient was admitted from the emergency room with history of near syncope associated with dyspnea, some vague chest pain complaints and diaphoresis. It was noted that the patient was working in a warm environment for some time. It was also noted that the patient had been seen by a cardiologist previously at which time it was identified that the right ventricular (rv) lead was fractured. The patient refused treatment at that time and discharged themself against medical advice. The rv lead was now removed and replaced. During the rv lead replacement procedure it was discovered that the rv lead was encased in calcium and essentially fused to the ra lead. It was also reported that a pocket revision was completed due to scar tissue build up. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076 implantable pacing lead, (B)(6) 2002. (B)(4).

Manufacturer narrative:
This device was included in that field action, but returned product testing found the device did not perform as described in the field action.

Manufacturer narrative:
Product event summary: the lead was returned in segments and analyzed. The conductor was fractured. The superior vena cava (svc) coil was fractured and the coil was exposed.